Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a detected error for a button press, evidence was found in the log and it was determined that the main keypad was out of specification in a mechanical manner and the main printed circuit board was replaced as a preventive measure. It was additionally noted that the hanger assembly was broken. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when batteries were inserted into the external pulse generator it generated a message that read: "error button press detected. Release button". The generator has been returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.